Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) of a patient whose indication for use is essential tremor reported via a company representative that the patient¿s ins ( implantable nuerostimulator )battery was draining too quickly. The battery had drained in two years for the second time. It was also reported that the patient was complaining of premature battery depletion for her ins that she had implanted and she was unhappy. It was indicated that the stim parameters were usual, voltages 2.9 and 3, frequency 185, duration 110 or so. The patient turned it off for the night, battery usage 72%. The therapy impedances were below 1000 and both in monopolar configurations. The patient had the following settings as of sept 2015: left baseline c+1- 3 100 185 715 at 4.1, right baseline c+9-,2.9 110 185 783 at 3.66. The left electrode impedances tested in monopolar were all between 660 and 979 ohms, and in biopolar 0<(>&<)> 2 read 1002 ohms. The right side was not tested due to tingling. The hcp further provided that the current device had the same settings as previous device and based on that settings, the battery was draining about half a year too early. The patient had the following settings for the current device: left vim thalamus, polarity: case (+) and 1 (-), amplitude: 3.4 v, pulse width: 100 mcs, rate: 185 hz, therapeutic impedance:723 ohms, 4.642 ma, right vim thalamus: polarity: case (+) and 9 (-), amplitude: 2.8 v, pulse width: 110 mcs, rate: 185 hz , therapeutic impedance 784 ohms, 3.496 ma, stim on: yes. No outcome or device information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.